Event description:
It was reported that patient presented for follow-up in clinic. It was noted that patient's lead exhibited high pacing impedance. Loss of capture and a lead fracture were suspected. Results from diagnostic imaging performed were inconclusive. The lead was capped on (B)(6) 2024, and a leadless pacemaker was implanted. Patient condition was stable.